Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of endometriosis, foggy feeling in head, headache, rash, bleeding menstrual heavy and pelvic pain female. On (B)(6) 2018, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("heavy flow"), rash ("rashes"), headache ("headaches"), feeling abnormal ("memory fog") and endometriosis ("developed endometriosis"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered endometriosis, feeling abnormal, genital haemorrhage, headache, pelvic pain and rash to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. He0136l) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hospitalization in 2017, ectopic pregnancy in 2016 and endometrial polyp, dysmenorrhea, menorrhagia, anemia, abdominal pain, chickenpox, mallory weiss tear, parity 4, endometriosis, foggy feeling in head, headache, rash, bleeding menstrual heavy and pelvic pain female. On (B)(6) 2018, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("heavy flow"), rash ("rashes"), headache ("headaches"), feeling abnormal ("memory fog"), endometriosis ("developed endometriosis"), abdominal pain lower ("right lower quadrant abdominal pain"), anaemia ("chronic anemia"), uterine polyp ("endometrial polyp"), heavy menstrual bleeding ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with tylenol (paracetamol) and ibuprofen as well as surgery (laparoscopic total hysterectomy and right salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, anaemia, dysmenorrhoea, endometriosis, feeling abnormal, genital haemorrhage, headache, heavy menstrual bleeding, pelvic pain, rash and uterine polyp to be related to essure administration. The reporter commented: insertion date updated from (B)(6) 2018 to (B)(6) 2018. Coils visible at the level of the tubal ostia. Lot number: he0136l. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-nov-2022: medical records received. Reporter information, patient aka name, race, lot number, expiration date, medical history, treatment drugs, reporter causality comment added. Insertion date updated. Events: right lower quadrant abdominal pain, chronic anemia, endometrial polyp, menorrhagia, and dysmenorrhea added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of endometriosis, foggy feeling in head, headache, rash, bleeding menstrual heavy and pelvic pain female. On (B)(6) 2018, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("heavy flow"), rash ("rashes"), headache ("headaches"), feeling abnormal ("memory fog") and endometriosis ("developed endometriosis"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered endometriosis, feeling abnormal, genital haemorrhage, headache, pelvic pain and rash to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. He0136l) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hospitalization in 2017, ectopic pregnancy in 2016 and endometrial polyp, dysmenorrhea, menorrhagia, anemia, abdominal pain, chickenpox, mallory weiss tear, parity 4, endometriosis, foggy feeling in head, headache, rash, bleeding menstrual heavy and pelvic pain female. On (B)(6) 2018, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain lower ("right lower quadrant abdominal pain"), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("heavy flow"), heavy menstrual bleeding ("menorrhagia"), rash ("rashes"), headache ("headaches"), feeling abnormal ("memory fog"), endometriosis ("developed endometriosis"), anaemia ("chronic anemia") and uterine polyp ("endometrial polyp"). The patient was treated with tylenol (paracetamol) and ibuprofen as well as surgery (laparoscopic total hysterectomy and right salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, anaemia, dysmenorrhoea, endometriosis, feeling abnormal, genital haemorrhage, headache, heavy menstrual bleeding, pelvic pain, rash and uterine polyp to be related to essure administration. The reporter commented: insertion date updated from (B)(6) 2018 to (B)(6) 2018. Coils visible at the level of the tubal ostia. Lot number: he0136l, production date: 2017-05-03, and expiration date: 2020-05-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.